Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reex3521 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had a PICC line, product number 1395108qd, lot# reex3521, was placed on a patient and 2 days later when an x ray was taken, it was discover the line was broken." Additional info. Received: 02/23/2021: was there any patient harm reported? Lodged in the left pulmonary artery, deemed too risky to retrieve.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break was confirmed, but the exact cause of damage could not be determined. Two radiographic images were provided for investigation. The first image showed the thoracic region. The second image showed a close-up of what was consistent with a portion of the 3cg stylet or segment of wire. What appeared to be a segment of wire was observed in both images. Since the physical sample was not returned, the features of the break and the affected component could not be analyzed. Since the reported event was featured in the returned images, the complaint was confirmed; however, the exact mechanism of damage could not be determined. A review of the manufacturing records showed no deviations or issues associated with this event in regards to product materials, manufacturing, or qc inspection processes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "we had a PICC line, product number: 1395108qd, lot#: reex3521, was placed on a patient and 2 days later when an x ray was taken, it was discover the line was broken." Additional info. Received: 02/23/2021: was there any patient harm reported? Lodged in the left pulmonary artery, deemed too risky to retrieve.